Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited possible premature battery depletion (pbd). The device previously showed three and a half years remaining longevity. During the recent check, the device reached explant. The power consumption up slightly from 36 microwatts to 40 microwatts over that time but does not appear to be exhibiting accelerated depletion at present. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited possible premature battery depletion (pbd). The device previously showed three and a half years remaining longevity. During the recent check, the device reached explant. The power consumption up slightly from 36 microwatts to 40 microwatts over that time but does not appear to be exhibiting accelerated depletion at present. As of this time, the device remains in service. No adverse patient effects reported.